Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suspended insulin delivery in the middle of the night causing the customer to wake up with high blood glucose levels (400). The customer reported that they sleep with the pump on their hip and not in an enclosed case, causing the customer to depress the screen on quick bolus button for a prolonged period of time during sleep and the pump to suspend insulin delivery.